Event description:
It was reported through the attorney for the pt, as a result of a legal claim, that allegedly the pt received a trident ceramic on ceramic left hip system. It was further alleged that, the pt is experiencing "audible noise during motion emanating from the location of the hip."

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs. No add'l info is available at this time. Therefore, the exact cause of the reported event cannot be determined. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lots.